Event description:
Good works gloves found to contain gloves with holes and tears. Three boxes of good works gloves found to contain gloves with holes and tears. Lot an241211071 (medium) and lot an250211244. Logistics notified, all gloves with these lot numbers removed from ICU storage and patient rooms. Logistics reported pulled lot numbers from central supply. Last month, same concern with lot an250211184 (medium) was reported and addressed. Email sent to the manufacture. Ref reports: mw5170202, mw5170203.